Event description:
A home patient (hp contacted baxter's technical svc center regarding a homechoice (hc) machine therapy and reported feeling overfilled during dwell 1 of 5. The pt drain volume was 3212ml and the fill volume was 2000ml. Baxter's technical svc rep (tsr) reviewed therapy settings. The pt did not have a last manual drain. The pt had abdominal discomfort. The pt was instructed to sit up for draining. The pt said that she could not remember if there was an alarm before she felt overfilled. The pt said that she had a new machine and therapy was going fine. The nurse said that the pt was doing fine. The nurse said that the initial drain alarm setting was incorrectly set to "off" and he had programmed the new machine correctly. There was no patient injury or medical intervention due to the incident per the nurse.